Manufacturer narrative:
The customer returned a sample to mts for additional investigation. Mts quality control performed forward and reverse typing on the provue and manual gel test using the returned sample with retain cards from mts a/b/d monoclonal and reverse grouping card lot # 102706037-08. Negative reactivity was obtained in the anti-a microtube and positive (4+) in the anti-b microtube with the sample. Additional testing performed using the tube method showed a negative reaction with ortho anti-a antisera and positive (4+) with anti-b antisera. Qc was acceptable. Sample is most likely a group b reacting consistently in manual gel, provue and in tube method with anti-b antisera. Malfunction of mts products could not be identified. Product labeling for the anti-a, anti-b, anti-a, b gel cards states that, the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens.

Event description:
The customer reported that a patient's sample reacted negative in the anti-a microtube using mts a/b/d monoclonal and reverse grouping card lot# 102706037-08 on the ortho provue. The customer obtained a weakly positive result upon repeat testing (manual method) using the same lot of gel cards and also in alternative tube method with the sample. Based on these manual results, the customer typed the patient as group asubb. Erroneous results were not reported, as the results did not match the alternate method. Nevertheless, if this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.